Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that during a recent change out procedure, this patient coded and was sent to the intensive care unit (ICU) for an unknown reason. A non boston scientific sales representative was present at the procedure and stated that a new non boston scientific system was implanted on the patient's right side and programmed to vvi mode. This patient currently has two systems implanted.